Manufacturer narrative:
An event regarding size/fit issue involving a uh1 head was reported. The event was not confirmed. Method & results: device evaluation and results: the reported metal head was returned assembled with the uh1 head. No scratches were observed on the part. Not performed as it was not possible to replicate the failure mode after disassemby and cleaning/sterilization. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event was not confirmed. The metal head was returned assembled with the uh1 head. A dimensional inspection was performed on the returned assembled mating metal head and found to be dimensionally acceptable. A functional test was not performed as it was not possible to replicate the failure mode after disassemby and cleaning/sterilization. If additional information becomes available, this investigation will be reopened.

Event description:
When the metal head 6001-2810 is pressed into dual mobile uh1-46-28 introperatively,head can't move freely without pushing with hand hard. Clunk occurs when moving. Maybe these two models can't be used and needed changing. Event update from (B)(6) 2018: surgical delay is nearly 1 hour. The surgeon spent nearly 20 minutes to find root cause. And then, the surgeon used nearly 40 minutes to confirm the final replacements size.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When the metal head 6001-2810 is pressed into dual mobile uh1-46-28 intraoperatively,head can't move freely without pushing with hand hard. Clunk occurs when moving. Maybe these two models can't be used and needed changing. Event update from (B)(6) 2018: surgical delay is nearly 1 hour. The surgeon spent nearly 20 minutes to find root cause. And then, the surgeon used nearly 40 minutes to confirm the final replacements size.